Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that following insertion the patient experienced extrusion, organ perforation, and fistulae. It was reported that patient underwent total laparoscopic hysterectomy, lso, right salpingectomy and lysis of adhesions with da vinci on (B)(6) 2009 due to endometriosis, dysmenorrhea, menometrorrhagia, and pelvic adhesions. It was reported that patient underwent laparoscopic nissen fundoplication on (B)(6) 2013 due to gerd. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with diagnostic hysteroscopy.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, menorrhagia and an obturator sling was implanted. Concomitantly the patient underwent a dilation and curettage. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.